Event description:
(B)(6) in customer service states the provider stated the left bracket was broken, line 1. Provider states no alleged injury. Provider disconnected, no further information provided.